Manufacturer narrative:
Continued e.1 phone number: (B)(6). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and lymphadenopathy.

Event description:
Healthcare professional reported left-side rupture. Healthcare professional additionally reported ¿heterogeneous content below the fibrous capsule, 14 mm thick¿8 mm thick. Impression of rupture of both prostheses¿, and ¿presence of the "snowstorm" sign in the left axilla, in a 13 mm area." The device remains implanted.